Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient's parent reported that the patient experienced hyperglycemia symptoms including: severe headache, shortness of breath, and severe anxiety. The cgm was reading 68 mg/dl and the blood glucose reading was 367 mg/dl. The patient self-treated with extra insulin and recovered after treatment. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.